Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal was loaded properly inside the delivery tube. The delivery tube was pulled out of the loader and the seal stayed back in the loader. The seal did not load inside the delivery tube. Another two heartstring seals were used with the same result. The head nurse reported that it is difficult to pull the delivery tube out and she feels like it gets stuck or catches on something in the loader device. A replacement seal was used to complete the procedure without further issue. No patient complications were reported by the hospital. This report is for the third seal.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation reported.